Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a systemic bacteremia infection. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: unknown; 407652, lead, implanted: (B)(6) 2012; 6935m62, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.